Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The concerned device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Event description:
Reportedly, on (B)(6) 2023 the subjected pacemaker eno dr s/n (B)(6) was implanted during a routine device replacement. A few days later the patient had redness, and an infection in the pocket was confirmed. Reintervention to explant the pacemaker was performed on (B)(6) 2023. The lead was capped and placed inside the patient's body. The patient has an autogenous pulse and is therefore monitored without a pacemaker.